Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 cgm gave inaccurate values. Patient claimed that cgm measured higher than the finger stick value. No medical intervention was required.